Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the pump was returned and the battery compartment was found to be cracked at the threads on the side. The returned battery cap's threads were found to be stripped, and the battery cap is unable to fit and maintain electrical connection. A test battery cap was used and was able to fit properly.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged the battery compartment cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.